Manufacturer narrative:
Brand name: lifeshield, primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch the lot number, expiration date, manufacture date are unknown. Company representive reporter contact information: (B)(6). The device has not yet been received. The investigation has not yet been completed, and upon complete a supplement MDR will be submitted.

Event description:
An event involving a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch experienced leakage. The reporter stated, ¿3 sets had 0.2um filter leakage.¿ the event occurred during infusion of paclitaxel. There was no obvious defects noted on the tubing set such as cracks, or breaks with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. Leaks was noted at 0.2um filter. There was no any spillage and no any drug exposure to patient or staff. The leak occurred in the 2nd day of infusion. The customer does not require an analysis report. One set of sample is available for return. Sample picture is available showing the filter part of the involved product with evidence of leakage as bed being wet. There was no further information available. There was patient involvement with no patient harm.update: stating that there was no unprotected chemo exposure to the patient and healthcare provider. There was no healthcare provider harm.

Manufacturer narrative:
A picture was returned showing a filter where the sheets can be observed to be wet. Received one used list #142560488 primary plum set for evaluation on 8/12/24 which was attached to a bag spike adapter with spiros. As received the inlet and outlet filter vent appeared to be wetted out with prior infustate. The secondary port was found to have a crack. No additional damage or anomalies were observed. An inline filter leak test was attempted however it could not be performed do to the leak coming from the secondary port crack. The complaint of leakage from the micron filter can be confirmed due to the wetted-out filter vents observed and returned picture. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. During the investigation a crack on the secondary port was observed. The probable cause of the crack is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.